Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "a small amount of silicone within one of the left internal mammary lymph nodes."

Event description:
Healthcare professional reported left side rupture confirmed via MRI. Device was explanted. Healthcare professional later reported "a small amount of silicone within one of the left internal mammary lymph nodes. The implants themselves are intact." Confirmed via MRI.

Manufacturer narrative:
Device evaluation the device is a silicone device. Based on the device analysis grid, the assessments of the complaint are: ¿ rupture: not observed. ¿ silicone migration: unable to observe since it is not related to the device. Additional observations: ¿ no other observations observed on the device.

Event description:
Healthcare professional reported left side rupture confirmed via MRI. Device was explanted. Healthcare professional later reported "a small amount of silicone within one of the left internal mammary lymph nodes. The implants themselves are intact." Confirmed via MRI.